Event description:
Same case as MDR ID 2134265-2013-05202, MDR ID 2134265-2013-05200 and 2134265-2013-05201. It was reported that during percutaneous coronary intervention (pci), auto pullback stopped during the procedure. The 75% stenosed target lesion was located at mildly calcified and moderately tortuous in left anterior descending artery. While using an ilab imaging system and assay sled pullback single pack md5, the physician selected an atlantis sr pro² to advance through the target lesion but experienced auto pullback failure during the procedure. They tried another set of coronary catheter for this complaint for the second time still auto pullback failure occured then exchanged the device with another device and completed the procedure. No complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. The returned pullback sled appears normal and no damage was observed. During functional testing, the sled was able to properly pull back and performed within specifications. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-05202, MDR ID 2134265-2013-05200 and 2134265-2013-05201. It was reported that during percutaneous coronary intervention (pci), auto pullback stopped during the procedure. The 75% stenosed target lesion was located at mildly calcified and moderately tortuous in left anterior descending artery. While using an ilab imaging system and assay sled pullback single pack md5, the physician selected an atlantis sr pro² to advance through the target lesion but experienced auto pullback failure during the procedure. They tried another set of coronary catheter for this complaint for the second time still auto pullback failure occurred then exchanged the device with another device and completed the procedure. No complications were reported and the patients' condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).